Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional requested review of the presenting electrogram stored by this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) advised there are two unique morphologies on the presenting electrogram. One biventricular pacing morphology and one biventricular pacing with fusion morphology. However, ts advised capture cannot be confirmed. Ts recommended the patient be seen in clinic and threshold testing completed to confirm capture. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.